Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used in an ercp procedure performed in the common bile duct. According to the complaint, during the procedure, the stent kinked and the procedure was successfully completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of stent kinked. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.